Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus. Manufacturer mislabeling of trachs. Outside and inner box says v flange but they were straight flange. A straight flange was placed on a patient. Four more were found with the same issue.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history record review (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four images and three samples were received for evaluation. Visual inspection was performed at 12 under normal lighting to received unit, to detect any damage on the cuff, airline or pilot balloon. During the visual inspection, it was observed that products inside the trays don't match labelling; labeling is for a product with a v flange and the product inside the tray has a straight flange. The complaint is confirmed. Based on the root cause analysis of corrective and preventative action (CAPA), the following causes were identified and categorized as follows: the super slick process and procedure (cleaning / vacuum oven / super slick) was updated to document the use of containers to place the material documentation (DHR and bin tags) while the materials are in the oven. The visual aid for sealing inspection for sealing inspection for bivona was updated to add the visual guidance for tray sealer process. Lastly, the training process to identify physical parts with part numbers was implemented per procedure, quality system training execution.